Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. The reported issue was not confirmed during testing. Based on the results of the investigation, a definitive root cause for the event could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the power button on the visera elite video system center was stiff and did not work when pressed. The power would not turn on. The issue occurred during preparation for use for an unspecified procedure. The procedure was completed using the same set of equipment. There were no reports of patient harm.